Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer was advised by technical support on how to reset pump but did not have charger available at the time, planned to perform reset independently, and would call back if further assistance was needed.